Event description:
It was reported that a spectrum pump alarmedsystem error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the system error 105 caused by a failed motor and severed motor mount screws. The failed motor and motor screws were replaced.